Event description:
It was reported that the user experienced a low blood glucose event to 51 mg/dl and treated it with oral carbohydrates consisting of a cup of cottage cheese and approximately 4 ounces of apple juice, after which glucose rose to 169 mg/dl. Symptoms included hypoglycemia. Outcomes included transient low glucose that resolved with self-treatment and no hospitalization. Investigation included complaint intake, user troubleshooting, and education. Investigation of this case revealed no device malfunction reported, no component issue identified, and no reproducible problem, with cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.